Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an alert for charge circuit timeout after recommended replacement time (rrt). The ICD had previously had all the pacing and detections turned off due to an upgrade. The ICD remains implanted. No patient complications have been reported as a result of this event.